Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) exhibited elevated thresholds, x-ray showed that the lead was dislodge. During the repositioning of the lead it exhibited placement difficulty and helix extension issues. No additional adverse patient effects were reported.